Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge alarm occurred. Customer was able to load a new cartridge onto pump and successfully resume insulin. Customer¿s blood glucose value was 162 mg/dl.